Event description:
(B)(4). Initial report: this non-serious spontaneous rumor case report from (B)(6) was reported by a physician's assistant to our local affiliate (B)(4). Initial and follow-up information received on feb-03 and feb-13-2009 respectively were processed together. This case is associated to case (B)(4) by reporter. The reporter was gathering follow-up information for the patient identified in case (B)(4), and found that other female patients (exact number nos) who received poly-l-lactic acid (sculptra) from the same clinic that the patient identified in case (B)(4) was treated, showed some small granulomas in different areas (nos) as well. As corrective treatment, these granulomas were massaged, although they still persist. Further information is not available.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: possible.